Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2014, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his ipg replaced on (B)(6) 2014 due to it being inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.